Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-16, information was received from a foreign healthcare professional (hcp) via an manufacturer representative (rep) regarding a patient receiving baclofen (3000 mcg/ml, 800 mcg/day) via an implantable pump for an unknown indication for use. On an unknown date, the patient was transferred from a neighboring hospital where the patient was being treated for a chest infection last thursday ((B)(6) 2016) with signs of underdosing and the patient was due to have a refill on "that day." The pump was interrogated and the residual volume was supposed to be 3 ml, but when the reservoir was accessed, it was empty. The catheter was investigated by the hcp via a (B)(6) study and it was fine. As soon as the pump was refilled, the patient "dramatically improved." The patient was stable and appeared to be having effective therapy per the patient's mother. The event was resolved at the time of this report.

Event description:
It was noted that the patient did not have an overdose; it was underdosing. The patient did not have a chest infection; it was just suspected but there were no signs of sepsis. That day referred to (B)(6) 2016 (this would be when she would still have adequate residual volume of 2 ml). No alarm occurred for the empty reservoir. The last implant date was (B)(6) 2011.

Manufacturer narrative:
Analysis of the pump found battery high resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-20, additional information was received from a foreign manufacturer representative (rep). It was reported the rep met with the patient at the refill clinic on (B)(6) 2016 and the amount of drug withdrawn from the pump was as expected and married up with the amount displayed on the n'vision programmer.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the smii pump has been explanted and replaced. No further complications were reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the reason for explant of the pump was that the pump was at elective replacement indicator (eri) and so it was replaced. It was noted that there were no more pump volume discrepancies following on from the initial incident. No further complications were reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was explanted on (B)(6) 2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.